Event description:
The customer reported being in the emergency room with high blood glucose. The caller stated that the insulin pump was not functioning and the battery did not last longer. The insulin pump turned off in the night, was alarming, did not hold a charge, and his blood glucose went high. The customer stated that the doctor attempted to order a new insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specification. The device passed all functional testing. No unexpected weak battery, off no power alarms or blank display noted.